Event description:
It was reported that the patient was revised due to loosening of the tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a triathlon pa baseplate was reported. The event was not confirmed. The provided x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Further information, such as operative reports and medical history, is needed.

Event description:
It was also reported that it was the patient's right knee.